Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072339/7072383/7072494.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to weight loss, inadequate stimulation was also noted. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices was discarded.